Event description:
The complaintant has reported that a patient underwent a therapeutic procedure for hemostasis of a gi bleed. The resolution clip device would not open. It did not grasp tissue at the bleed site. Another resolution clip was successfully utilized to treat the bleed. The patient did not sustain any reported complications or ill effect due to the deployment issue. The patient condition is noted as fine.